Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead (connector portion) was returned in one piece. Visual inspection of the lead found two external insulation abrasions consistent with friction to another device or feature of the heart breaching the outer insulation and exposing the outer coil at the middle region of the lead. The cause of the reported event was isolated to the abrasions breaching the outer insulation and exposing the outer coil.

Event description:
New information notes oversensing as an additional reason why lead was capped.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during routine follow-up with noise on their right ventricular lead. The patient was asymptomatic with the noise. The lead was capped and replaced on (B)(6) 2019. The patient was stable.